Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 09, 2015. (B)(4).

Event description:
It was reported that when the clinician attempted to disconnect the syringe from the inflation port after the initial balloon inflation, the nurse pulled the syringe instead of twisting the syringe from the inflation port. As a result, the port began to leak slightly. The nurse then attempted to stop the leak by reattaching the syringe to the inflation port luer lock, but the port continued to leak. The fecal management system was removed and replaced with a new device.